Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the internal lens was cracked which caused a bad image. The device evaluation also found that the outer tube was deformed. The root cause for the reported issue cannot be definitely determined. Based on the inspection findings the most likely cause is use of excessive force by the customer. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the scope was broken. There were no reports of patient harm.